Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit passed rewind,basic occlusion,occlusion,prime/compromised force sensor system,excessive no delivery alarm and displacement test. Minor scratched lcd window,cracked display window corners, broken belt clip slot,cracked reservoirtube lip.jr (B)(6) 2014.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 300 mg/dl. The insulin pump will be returned for analysis.